Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the guidewire was not able to be removed from the left ventricular (lv) lead. The physician elected to cut the guidewire and leave it in the lead. The lead is still in use. No patient complications have been reported as a result of this event.